Event description:
"The pt was being transported to CT. He was on the vent approx 5 min. When the vent totally shut off. There were no lights, no alarms, the vent did not switch over to internal battery. Everything went blank with no power - pt. Was hand bagged with out incident. Vent was passing thru area known to have high esd issues, when the vent shut down. Vent was not restarted by anyone until next morning by biomed tech - no issues noted during restart."